Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a hematoma approximately five days post implant of the implantable cardioverter defibrillator (ICD). The hematoma was evacuated and the ICD remains in use. No further patient complications have been reported as a result of this event.